Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing. Examination of the lead shows the rv lead was twisted. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The healthcare professional for g2 section needs to be blank in the previous report: MDR-2025-30961.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing led to pacing inhibition.. Examination of the lead shows the rv lead was twisted. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and insulation twisted were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impressions and the outer insulation was twisted throughout the lead consistent with procedural damage. The cause of the reported event of oversensing noise was isolated to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The cause of the reported event of insulation twisted was isolated to procedural damage.